Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported by patient that someone on the (B)(6) has an implant reader, that they are using to torture patients and many individuals who has burnout, alzheimer and other diseases like suicidal thoughts and anxiety because they are. Patient was asking for help for their island. Patient stated that they got the eskin implanted, neck, ears, and nose are invasive implanted too even a bci is on their xray pictures. They have hacked patient¿s completely innocent body and they record everything. Since patient was a child, they have had 6 times operated. They want to live without them. They have the program tablet nvision and this was the device from the patient. They never had a patient control gameboy. Patient stated that they want patient to kill themselves. Patient didn't know and asked for helping locating them. This gameboy icon interstim can be used for brain computer interface, whoever has this device can control patient¿s toilet, prostate functions, direct organs and much more sacral hacking organ functions. This was an epidemic problem on the patient¿s island. Even the kindergarten bci. They try to kill patient because patient knows too much, 4,5y. Recherche leading patient to believe that this handheld device will make patient feel better if they can control patient¿s body and mond by themselves, and not strangers who are playing with the patient¿s skaral system. Patient was asking if manufacturer can track them or remotely tell patient.